Event description:
Medtronic received a report that after the coil embolization was completed, during detachment, the operator manually broke off the detachment area but could not find the detachment wire. Only by using surgical forceps to break off the middle section of the push rod and remove the detachment wire could the coil be successfully detached. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of a ruptured, saccular, right ophthalmic artery segment aneurysm with a max diameter of 7 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition- the axium device was returned for analysis within a shipping box and inside of a sealed plastic biohazard pouch. No instant detacher or microcatheter were returned. Visual inspection/damage location details ¿ the proximal end (actuator interface and positive load indicator) were only returned. No release wire, implant coil, introducer sheath, or remining pushwire was returned. No other anomalies were observed. Testing/analysis ¿ none. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was unable to be confirmed; and no root cause was able to be determined. Only the broken proximal tip was returned for assessment. The rest of the device was not retuned; therefore, no further testing was able to be performed. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9 . H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No causes or contributing factors for the detachment issue were identified. One attempt was made to detach the coil using the manual method, and no attempts were made using the instant detacher; therefore, no instant detacher lot number is applicable. No issues were encountered prior to the coil non detachment. Additionally, no pushwire damage was observed after removal from the patient.